Event description:
It was reported that the patient's generator was unable to be interrogated by the physician's handheld. It was reported that the patient had not been seen by the physician in five years. The patient was referred for generator replacement. No known surgical interventions have been performed to date. No additional relevant information has been received to date. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
The physician reported that the patient no longer feels device stimulation. The patient underwent generator replacement. An implant card indicated that the generator was prophylactic, neos - no. The explanted generator will not be returned for analysis. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: new information changes the suspect device and this was inadvertently left off of the supplemental MFR. Report #01.